Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. Concomitant medical device: d334drg ICD implanted (B)(6) 2011.

Event description:
It was reported that the patient's right atrial (ra) lead was explanted and replaced for noise and evidence of insulation damage. The patient's right ventricular (rv) lead was prophylactically explanted and replaced. The rv lead was returned to the manufacturer where it subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.